Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates. Reportedly, the cartridge was filled with 125 units of insulin, and the insulin gauge displayed 10 units upon resuming insulin. The customer's blood glucose level was 294 mg/dl, and was addressed with manual injections. The customer confirmed that a new cartridge would be loaded.

Event description:
Review of the pump data logs by tandem technical support on (B)(6) 2017 showed that the customer loaded a cartridge on (B)(6) 2017, and the insulin gauge displayed 250 units. Then, upon delivering a bolus of 25 units, the insulin gauge decreased to an inaccurate fill estimate of 130 units. It was confirmed that the customer has insulin pens available as alternate insulin therapy.